Event description:
It was reported that blade dislodgment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 6f sheath was used together with a 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon was dilated to maximum pressure of 10 atmospheres. Upon withdrawal, the balloon was deflated but it was unable to perform properly. The balloon got caught in the sheath entry port, and the blade was dislodged inside. Since the blade was separated in the sheath, both devices were retrieved together with the sheath. The procedure was completed with this device, and no complications were reported.